Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was advised to replace the viscous fluid control (vfc) consumables, as a recommendation. No additional servicing was requested by the customer. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 19, 2010. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system, remotely. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the viscous fluid control (vfc) was not working prior to a surgical procedure. The procedure was initiated and completed with a backup system. There was no patient involvement.